Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was operational, however drawer failure icons were still present on the interface. A field service engineer (fse) attempted to recover the storage space by removing the drawers and disassembling the shelves. Discovered a brown plastic baggie lodged in the back right corner, which corresponded with the location of the failure. Removed the bag to resolve the issue. Fse put all the drawer back in place and rebooted both the station and the refrigerator. Medications from the fridge were inventoried multiple times following the reboot, and the issue is no longer occurring. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator cubie was failed to close, and station was freeze. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.